Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined between two issues. ·damage of the image sensor unit in order to identify the cause and location of the problem, we disassembled the device and found that the coating of the image sensor unit cable was torn inside the video cable. It is presumed that there was a possibility that a short circuit occurred at the torn part of the coating, leading to the suggested event. Regarding the cause of the occurrence, it is conceivable that load was applied to the video cable due to repeated use (bending, pulling, etc.), but we have not been able to identify it. ·damaged connector board after assembling the same model connector board and checking the image, it was confirmed that the suggested event was not reproduced and the normal image was displayed. Based on this result, it is possible that the failure occurred due to damage to the connector board. Regarding the cause of damage to the connector board, it is speculated that it may have been damaged due to the accumulation of electrical stress due to repeated use, or the addition of overcurrent due to accidental application of static electricity or electric leakage. In addition, when we checked the repair history of the device, we found that the connector board had not been repaired since it was delivered in 2020, so it is presumed that it has deteriorated over time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope exhibited blurred image. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using a similar device. Upon inspection and testing of the returned device, the scope exhibited a blurred image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The investigation reported that the reported issue of blurred image occurred during device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.